Event description:
Customer reporting that the insulin pump is not alarming when the insulin pump is not delivering insulin. Customer has the low reservoir warning set. Advised customer to change the set when she gets the warning and not let the insulin pump run completely empty. Customer stated when a set change was completed, she was not notified of no delivery of insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.